Event description:
It was reported that the primary system controller appeared to be damaged on (B)(6) 2024. The patient was changed to their back-up controller by the ventricular assist device (vad) coordinator.

Manufacturer narrative:
Section a3: patient gender was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller (serial number: (B)(6)) was not able to be confirmed. No log files or photos of the damage to the controller were submitted for review. No alarms were reported. The system controller was exchanged. Attempts were made to gain additional event information, but no response was received. The root cause for the reported event was unable to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.